Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus was able to confirm the customer failure and determined the following cause: the outer tube has a dent and therefore the parts are not dis/reassemble. Additionally, the following failures were identified: the outer tube is deformed and therefore the parts are not dis/reassemble. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited that the outer tube has a dent and is deformed. There was no patient involvement.